Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable pacing lead 2013 (B)(6).

Event description:
It was reported that within weeks of implant there was a micro dislodgement of the right ventricular (rv) lead and it was not capturing. Sensing and impedance measurements were normal. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.